Event description:
It was reported by the customer that a pyxis medstation system screen was not responding. The customer reported that users were unable to remove medications from the station.which led to a delay in the delivery of medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, the system application was not launched. A technical support specialist dialed into the station set auto login and rebooted the station to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.